Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. The customer's glucose reading at time of call was 60 mg/dl. The caller stated that the battery was removed for five minutes and the insulin pump still did not respond. The customer mentioned that the device was dropped and it has also blank display. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Corroded keypad traces noted during visual inspection. All operating currents tested within specification range. No blank display or frozen display anomaly noted.